Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/pelvic area') in a 22-year-old female patient who had essure (batch no. C01741-not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Concomitant products included nsaids since (B)(6) 2014 and paracetamol (acetaminophen) since (B)(6) 2014. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding(vaginal)"), menorrhagia ("abnormal bleeding(menorrhagia)"), depression ("psychological or psychiatric problems condition: depression") and anxiety ("psychological or psychiatric problems condition: mental anguish"). The patient was treated with surgery (bilateral salpingectomy, removal of essure coils). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain was resolving and the vaginal haemorrhage, menorrhagia, depression and anxiety outcome was unknown. The reporter considered anxiety, depression, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: insertion details: uterine cavity inspected: tubal ostia visualized bilaterally, micro insert placed: left cornua and right cornua. Number of proximal coils: 3 on left cornua and 3 on right cornua. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2015: (as per pfs) result-total bilateral occlusion. (As per mr) result-satisfactory positioning of essure coils. Concerning the injuries reported in this case, the following ones was confirmed in patient medical records: pelvic pain. Lot number reported c01741 is invalid. Most recent follow-up information incorporated above includes: on 19-aug-2019: update of information (batch is invalid) product technical compliant. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/pelvic area') and genital haemorrhage ('general abnormal bleeding') in a 22-year-old female patient who had essure (batch no. C01741-not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Concomitant products included nsaids since (B)(6) 2014 and paracetamol (acetaminophen) since (B)(6) 2014. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding(vaginal)"), menorrhagia ("abnormal bleeding(menorrhagia)"), depression ("psychological or psychiatric problems condition: depression") and anxiety ("psychological or psychiatric problems condition: mental anguish"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), bladder disorder ("bladder problems") and urinary tract disorder ("urinary problems"). The patient was treated with surgery (bilateral salpingectomy, removal of essure coils). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, genital haemorrhage, vaginal haemorrhage, menorrhagia, abdominal pain, bladder disorder and urinary tract disorder had resolved and the depression and anxiety outcome was unknown. The reporter considered abdominal pain, anxiety, bladder disorder, depression, genital haemorrhage, menorrhagia, pelvic pain, urinary tract disorder and vaginal haemorrhage to be related to essure. The reporter commented: insertion details: uterine cavity inspected: tubal ostia visualized bilaterally, micro insert placed: left cornua and right cornua. Number of proximal coils: 3 on left cornua and 3 on right cornua. Received treatment for pain: yes diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2015: (as per pfs) result-total bilateral occlusion. (As per mr) result-satisfactory positioning of essure coils.. Concerning the injuries reported in this case, the following ones was confirmed in patient medical records: pelvic pain. Lot number reported c01741 is invalid. Most recent follow-up information incorporated above includes: on 4-sep-2019: plaintiff fact sheet received: new events - abdominal pain, general abnormal bleeding, bladder/urinary problems were added. Outcome of event pain, bleeding, bladder/urinary were updated as recovered/resolved. Incident: no valid lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/pelvic area') in a (B)(6) year-old female patient who had essure (batch no. C01741) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Concomitant products included nsaids since (B)(6) 2014 and paracetamol (acetaminophen) since (B)(6) 2014. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding(vaginal)"), menorrhagia ("abnormal bleeding(menorrhagia)"), depression ("psychological or psychiatric problems condition: depression") and anxiety ("psychological or psychiatric problems condition: mental anguish"). The patient was treated with surgery (bilateral salpingectomy, removal of essure coils). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain was resolving and the vaginal haemorrhage, menorrhagia, depression and anxiety outcome was unknown. The reporter considered anxiety, depression, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: insertion details: uterine cavity inspected: tubal ostia visualized bilaterally, micro insert placed: left cornua and right cornua. Number of proximal coils: 3 on left cornua and 3 on right cornua. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2015: (as per pfs). Result-total bilateral occlusion. (As per mr). Result-satisfactory positioning of essure coils. Concerning the injuries reported in this case, the following ones was confirmed in patient medical records: pelvic pain. Most recent follow-up information incorporated above includes: on 12-aug-2019: pfs and mr was received. New events- abnormal bleeding(vaginal), abnormal bleeding (menorrhagia), depression and mental anguish were added. New reporters were added. Patient demographic details were added. Concomitant drugs were added. Event onset dates were added. Lab data was updated. Lot number was added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.